Event description:
The user facility reported the following : "during removal of an epidural catheter from a surgical pt, the nurse met with slight resistance but continued to remove. Upon removal of the catheter the nurse noticed that the tip was missing (approx 2-3cm). Pt was discharged without intervention".